Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg due to the angle of the device. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.